Event description:
Switched out silicone breast implants for saline due to autoimmune health related issues which unfortunately continued with the saline breast implants including terrible breast pain.